Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose at time of incidents was 320 mg/dl. The customer was admitted to the hospital. Customer was experiencing symptoms of vomiting and nausea. Customer was treated with IV. The customer was offered that battery cap to be sent out. The customer was advised to call back upon receiving battery cap. Customer is being discharged from hospital today.